Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction a1. Correction f10/h6: health effect - impact codes. Correction b5: it was reported that a spectrum iq infusion pump failed the downstream occlusion test. This occurred during testing and there was no patient involved. No additional information is available. Additional information: h6, h11. H11: a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.